Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) lead with no asystole greater than two seconds. The sensitivity was increased to resolve this issue. Three months later the patient was admitted to the hospital for pneumonia. Undersensing was observed on the monitor. Upon interrogation the right ventricular (rv) lead sensing was at 1.9 millvotls (mv) with the device setting at 2.5mv, whch confirmed the undersensing. The threshold and impedance measurements were stable since implant. Review of a chest x-ray revealed that the rv lead was dislodged. Subsequently a revision procedure was performed. During the revision, opening the pocket, it was noted that the entire lead was filled with blood and a stylet was not able to advance all the way down into the lead. The lead was successfully explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.